Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer needed to press the wake button with more force before the pump screen turned on. Customer¿s blood glucose was 106 mg/dl. Reportedly, customer had an alternate pump available for insulin therapy.